Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing was noted on this right ventricular (rv) lead due to dislodgement. A revision procedure was performed; however, the lead was not repositioned due to tissue in the helix. A new lead was implanted. No additional adverse patient effects were reported.